Event description:
Vicks speed read digital thermometer number v911 by kaz inc, gives false low reading as the device beeps before the correct reading is reached. Of 3 devices purchased, 2 indicate temp in the 96 degree range. If kept in mouth longer, reading increases. Instructions are to remove and read on the beep. The pt went for unnecessary thyroid testing due to the false reading, and persons running a fever may not get validation from this device.